Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report that the implantable cardiac monitor (icm) is sticking out causing pain. A follow up with the patient¿s healthcare provider yielded no information on the device status and the patient¿s current conditions. The device remains in use. No further patient complications have been reported as a result of this event.